Event description:
Procedure: low anterior resection. According to the reporter: anastomosis was done for reconstruction. There was no problem with device operation at firing and doughnut ring was made perfectly. From april 4, there was a minor leak confirmed as stool from drain was confirmed. Pt is under observation.

Manufacturer narrative:
(B)(4).